Event description:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl defibrillator indicating that the self-test shows a failure on the defibrillator test. The asp evaluated the device on site and it was determined this was a malfunction of the capacitor. The asp replaced the capacitor resolving the reported issue. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the capacitor. The reported problem was confirmed. The asp replaced the capacitor resolving the reported issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.